Event description:
An infection was reported. No pt symptoms were reported. The pump and catheter were explanted. The pump was used to deliver lioresal, concentration and dosage was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The pump and catheter has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.